Event description:
Reporter indicated that the site experienced "communication problems" and received "error messages regarding inability to communicate with the device". It was reported that communication was possible when another programming wand was used.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.